Manufacturer narrative:
(B)(4). Due to intra-operative issues the device was not implanted/explanted. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: may 19, 2016. Expiry date: may 19, 2019. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the insertion of the polyethylethylene with the specific prosthesis holder, the insert did not pass in the plate of the prosthesis. The insert was forced on the set and it became eroded by the contact with the plate so it was not able to be inserted. The surgery tried a new inlay piece but still had difficulty inserting it. The surgeon had to change the entire prosthesis and the procedure was completed successfully. There was a twenty (20) minute delay of surgery time. This is report 3 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint issue. We have forwarded the received device to the responsible manufacturing site for further evaluation with the following results: the articles have visible wear and tear signs. The for the complaint relevant dimensions were checked as far as possible and found to be in compliance with the technical specification. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: 1x prodisc®-l superior plate (part ssx670k lot 9673912).